Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/04/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A voltage test was performed and passed. Pairing with nordic bluetooth device was performed and passed. Perrformed share log review and a o issues were found. The complaint was not confirmed because there was no indication of a transmitter failed error. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 28 18:25:28 edt 2017 with MFR# 3004753838-2017-42966. The ack3 was received on mon aug 28 18:25:28 edt 2017 with coreid: (B)(4).